Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a venaseal closure system was used to treat a soft tissue lesion in the patients left distal great saphenous vein. A guidewire was used for insertion, and hand/manual compression was utilized. During device removal, removal difficulties were reported and the glue catheter snapped. It was reported that the device was safely removed from the patient and no vessel damage was reported. One segment was treated with the vein reported as closed. No patient complications have been reported as a result of this event.